Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and patient's concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; creases fold, wear abrasion and curved opening on radius. A leak test and microscopic analysis was performed which identified a sharp opening on the radius and a non-penetrating nick. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on radius assessed as an unidentified (tear) opening.